Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information was requested and the following was obtained: can you please clarify what is meant by ¿donuts had a lack?¿ no detailed information from the hospital. Why was additional hand-suture used to complete the case? See above. Was the case completed laparoscopically? No. It was open procedure from the beginning. What is meant by ¿minor leakage?¿ the leak was resolved only by the conservative treatment and didn't require the re-operation. How was the leak identified? No information. How was the leak addressed? The leak was addressed by drainage and stopping oral intake. What is the current patient status? The leak on anastomosis site was resolve completely. But the patient is in the hospital because of pancreatic fistula and aneurism as at august 10th. Dr. Commented these complications were not related to the cdh25a.

Event description:
It was that during a laparoscopic total gastrectomy, the donuts had a lack when checked after the firing. The device was used between the esophagus and the jejunum. Additional hand suture was performed to complete the case. The 6 days after the procedure, minor-leakage occurred.